Manufacturer narrative:
The received device was evaluated and found to have the cannula assembly fully deployed. Inspection of the cannula assembly found a tear on the exposed portion of the soft cannula, which leaked fluid during fluid path testing. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. An 0x1c alarm was noted after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol,>500.4 mg/dl), while wearing the pod between 24 and 36 hours on the hip/buttocks. Hyperglycemia treated by a manual syringe injection and applying a new pod.